Manufacturer narrative:
(B)(4). Approximate age of device - 11 months. A correlation between the device and the reported event could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device(lvad). On (B)(6) 2016, it was reported that the patient was admitted to the hospital a few weeks prior due to fluid overload and was treated with bumex intravenously. On (B)(6) 2016, the patient became increasingly lethargic and required intubation and initiation of vasopressors. The patient's mean arterial pressure was as low as 40 mmhg. The patient also experienced seizures and a temperature spike. A head CT scan showed a small subarachnoid hemorrhage. It was reported that the patient was taken off coumadin for over one week and the patient's inr dropped to 1.9. The patient continues to be monitored. No further information was provided.